Manufacturer narrative:
The helical scan failure following a dynamic scan in a bolus tracking protocol was caused by an improper transition state between internal modules. A targeted software fix was implemented via patch, avoiding high-risk system changes and performance delays. Post-installation validation, including air calibration and qa scans, confirmed the issue is resolved and the system is operating reliably. No harm to patients or users.

Event description:
A helical scan failed immediately following the completion of a dynamic scan during a bolus tracking protocol causing a re-exposure and a delay in the patient's treatment.